Event description:
The customer reported lines in the video images. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the image processor. System operates as intended. (B) (4).